Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the deep femoral (profunda) artery using a proglide device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, upon inserting the device, resistance was felt, and a click was heard. There was resistance when removing so the physician didn¿t want to pull harder. A vascular surgeon was called and also tried to remove by hand but was having to use too much force; therefore, a cut down was performed to remove the device. The device came out in two pieces, it separated between the guide and the sheeth. No vessel damage was noted. Surgical sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Medwatch report with patient identifier (B)(6) received stating: user facility medwatch report received that states "percutaneous coronary intervention (cardiac stent) scheduled and performed on pt by doctor. During the procedure, angiomax (bivalirudin) was administered per orders for anticoagulation purposes. However, at the end of the procedure, doctor attempted to use perclose proglide device to close the right femoral arterial puncture site during sheath removal with the abbot rep. Observing the attempt. He immediately stated "that didn't sound right" and reported inability to proceed/complete device deployment and simultaneous inability to remove device. Despite several different maneuvers at abbot rep. Suggestion, device remained imbedded in right groin site. Angiomax drip was discontinued and manual pressure was held by scrub tech and physician. Another doctor was contacted for st at consult. Upon evaluation of the situation, other doctor made the decision to perform cutdown immediately to remove the device and that it would be done in the cath lab suite with assist of the or. Surgery was immediately contacted and personnel arrived to circulate and scrub the case (total of 1 scrub tech, 1 first assist, and 1 circulator who made repeated trips back to the or for supplies). Use was made of equipment from the ep lab as well (bovie, neptune suction, and overhead lamp). The procedure was performed under IV sedation administered by the cath lab circulator, who also monitored the pt's hemodynamic status and airway throughout the surgical event as well as circulating for supplies. Eventually,third doctor brought in to assist 2nd doctor. The device was subsequently retrieved, successfully removed, and the arterial site repaired and closed. The patient was transferred to an ICU room for monitoring. Estimated blood loss was slightly >250ml. The perclose proglide device was found to have "come apart" in 2 pieces; both pieces was successfully retrieved and removed. The perclose proglide device places a permanent suture closure at the procedure site as the sheath is withdrawn from the artery; the suture is permanent and not dissolvable but the delivery device is withdrawn/disposable" follow up with the account was performed and it was confirmed there was no tissue damage reported as a result of the proglide issue. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Difficulty inserting the device, the noise that ¿didn¿t¿ sound right and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the electronic perclose proglide instructions for use (eifu) states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. It should also be noted that the eifu states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, although force was applied during the attempt to remove the device, the attempt was halted to remove the device via surgery. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the eifu as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Health effect - clinical code 4582 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: there was a reported clinically significant delay in the procedure or therapy. No additional information was provided.